Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was elevated (400 mg/dl). Customer changed supplies and delivered a bolus via the pump. System check was performed with tandem technical support and no anomalies were noted. Customer changed the infusion site and resumed insulin delivery. Later that same day, customer reported that supplies had been changed and blood glucose remained elevated (500 mg/dl). Customer delivered a correction bolus. Customer declined troubleshooting and reported that supplies would be changed. Again. Recommendation was made for customer to consult with health care provider regarding diabetes management.